Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 2 occlusion alarms. The customer thought that the occlusion alarms may have been due to where the infusion set site was located and due to scar tissue. The customer changed the supplies on the pump. The customer's blood glucose level was not impacted. Reportedly, humalog was used in the cartridge for 3 days.